Manufacturer narrative:
No solution or repair was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the workstation startup error related to licensing validation on a allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.